Event description:
A consumer stated that she had allegedly received burns on her back while using a heating pad, and that medical attention was required for her injuries. The consumer stated that she was laying on the heating pad when the incident occurred. The instructions for proper use clearly states, "the heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz USA, inc has requested that the product be returned to our company for lab analysis.